Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery problems for the past 24 hours and had received numerous low and change battery alarms. Customer changed batteries. Customer received a power system error this morning. Customer was advised to wait for the alarm again for a proper restart. Customer was advised to call back if the alarm persists after the restart.